Event description:
Additional information received confirmed an off label used of the device. Conis abutment from third party (atlantis) was intended to seat within a tsv implant. No serious injury has been reported as a result and implant remains implanted.

Manufacturer narrative:
Additional information received confirmed an off label used of the device. Conis abutment from third party (atlantis) was intended to seat within a tsv implant. No serious injury has been reported as a result and implant remains implanted. Information identified: warnings, precautions, breakage and adverse effects. Per the applicable IFU, under section "warnings", it is stated that zimmer dental implant systems are intended to be used only with zimmer dental specially designed bone drills and prosthetics. An unknown legacy zimmer implant, was not received for investigation. Therefore, visual and physical inspection could not be performed. Per complaint description, the conis abutment could not seat; the customer believed the internal threads of the implant were cross-threaded. However, the reported conis abutment is an atlantis product. Therefore, it is not distributed or manufactured by zimmer biomet. The implant was reported as a tsv implant, without item and lot numbers. Therefore, the tsv implant family was used to identify the IFU and rmf associated with the reported event. DHR and complaint history reviews could not be performed for the unknown products since lot and item numbers were unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Based on the available information, device malfunction and the reported event could not be verified since the products were not returned. Therefore, use/user error with no other deficiency or technical defect of the device and no report of an adverse event/ serious injury or death reported for this event does not require an MDR report under the mandatory reporting regulations. As a result, no further medwatch reports will be submitted.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age: not provided. Patient weight: not provided. Event date: not provided. Device brand name: not provided. Device catalog/ lot number: not provided. Initial reporter last name, email address, fax number: not provided. PMA/510(k) number: not provided. Device not returned.

Event description:
It is reported that the internal threads of an unknown zimmer implant have been cross-threaded. Implant still in place.